Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors, and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported the system locked up. No patient injury was reported.